Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The target lesion was located in the 90% stenosed, non tortuous and non calcified left circumflex (lcx). The physician advanced a 2.75x28mm taxus liberte stent along with a mach 1 guide catheter and a non bsc guide wire to the lcx. When the taxus liberte device reached the ostial of the left main (lm) the physician heard a "broken" sound and the stent delivery system (sds) was immediately withdrawn. The physician discovered that the shaft of the sds was broken. The proximal part of the sds was easily removed from the pt; however, the rest of the sds was still inside of the pt. The physician successfully removed the reset of the sds with the guide catheter as a system. The procedure was completed by implanting a 2.75x32mm liberte stent in the circumflex (cx) with no pt complications reported. The pt's current condition is listed as "stable".

Manufacturer narrative:
(B) (4)